Manufacturer narrative:
Additional information received from the clinical study database indicated that the subarachnoid hemorrhage was not resolved at the time of the patient's death. The onset date of the hemorrhage was (B)(6) 2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that the patient had respiratory conditions, peripheral vascular disease (pvd), and renal failure. Care was withdrawn per the family's request and the patient passed away shortly after on february 4, 2017. An autopsy was not performed. The clinical team indicated cause of death was related to multi-system organ failure and death was not related to any device issues. The pump remains in the patient and therefore will not be returned. Peripherals were disposed of by the site. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Renal dysfunction and respiratory dysfunction are known potential complications that may be associated with use of this product and in patients with heart failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Sepsis is associated with homeostatic abnormalities ranging from isolated thrombocytopenia and/or subclinical activation of blood coagulation (hypercoagulability). Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the stroke is the patient's complex medical history, comorbidities, and supratherapeutic inr. The root cause of the reported event cannot be conclusively determined however, patient and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Sepsis is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Device remains implanted.

Event description:
A report was received from the clinical study database that this patient developed a fever without chills on (B)(6) 2017. Blood cultures drawn on (B)(6) 2017 revealed gram positive cocci in clusters and (B)(6) in one bottle. White blood cell (wbc) count was elevated. The patient was treated with intravenous (IV) flagyl (500 mg every 8 hours) and cefepime (500 mg every 24 hours). The patient was transferred to another facility on (B)(6) 2017. The patient presented with fever and lethargy. Repeat blood cultures on (B)(6) 2017 showed two sets of (B)(6). The patient was started on vancomycin. Infectious disease (ID) service believed the patient had (B)(6) endocarditis. Head computed tomography (CT) scan demonstrated an internal development of small volume acute subarachnoid hemorrhage along the sulci of the right frontal lobe and left parietal lobe. Interval development of a small area of hypoattenuation in the right cerebellar hemisphere likely represented a subacute infarction. Neurosurgery believed the stroke was likely related to anticoagulation therapy as international normalized ratio (inr) was high on admission. Of note, the patient had not received aspirin or coumadin this admission. It was further stated that there was no role for neurosurgical intervention on the patient. Neurology consultation diagnosed the patient with a subarachnoid hemorrhage and ischemic stroke in the setting of a supratherapeutic inr. "Given the right cerebellar hypodensity seen on CT, as well as subarachnoid hemorrhage and concerned for septic emboli from endocarditis as well was the possibility of subarachnoid hemorrhage due to mycotic aneurysms". Electroencephalogram revealed moderate diffuse slow wave abnormality indicating generalized neurophysiological disturbance. The patient received two units of platelets on (B)(6) 2017 and one unit on (B)(6) 2017. The patient was transfused with one unit of fresh frozen plasma (ffp) on (B)(6) 2017 and one unit on (B)(6) 2017. The patient's family met with palliative care on (B)(6) 2017 and signed to have patient placed under hospice care with comfort measures only. The patient entered hospice care on (B)(6) 2017 and antibiotic therapy was discontinued. The patient subsequently expired on (B)(6) 2017. The official cause of death was cardiopulmonary failure. The medical team reported that the cerebrovascular accident and sepsis were possibly related to the device and that the death was related to the patient's condition. No further information was provided.

Manufacturer narrative:
The pump was not returned for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against this device; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Of note, it was reported that the patient died due to multi-system organ failure. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.